Event description:
Caller reports lancet protrudes beyond the end cap of the soft touch device. No accidental stick occurred. No adverse event reported. Customer provided lot number of lancets, however, this is a box that her lancets are stored in but stated she doesn't believe it is the box for her current lancets because as she gets more she just dumps them all into a different box. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.